Event description:
It was reported that the provided log files were reviewed, and the clock was observed to have been desynced in both the system controller and left ventricular assist device (lvad) log files. This suggested that a system stop did occur at some point; however, the events leading up to the clock resetting were unable to be observed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed that the left ventricular assist device (lvad) clock was not set, which indicates that the lvad would have stopped. A specific cause for this finding could not be conclusively determined through this evaluation as the onset of the invalid lvad clock was not captured in the log file data. Review of the submitted log files confirmed the reported alarms, refer to the controller investigation regarding the controller clock not set alarms and the mobile power unit (mpu) investigation regarding the low voltage/no external power alarms. The controller backup battery powered the system until external power was restored. In addition to the invalid controller clock, it was noted that the lvad clock was invalid. Although the onset of the invalid lvad clock was not captured in the available log file data, an invalid lvad clock indicates that the lvad would have stopped. A specific cause for the pump stop could not be conclusively determined. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on heartmate 3 lvad, serial number: (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including what to do in an emergency). The heartmate 3 lvas patient handbook, rev. A, is currently available. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.